Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a retrograde femoral nail advanced (rfna) on (B)(6) 2025. An open reduction and retrograde intramedullary nailing of the left femur surgery occurred on (B)(6) 2025. Post-operatively x-rays showed significant back-out and the screw was prominent. The patient had limited fracture healing at that point, so the patient underwent a revision procedure on (B)(6) 2025, for screw exchange and placement of a locking nut that threads onto the screw. Later it was discovered that the locking nut and screw were disengaged, and the screw was partially backed out. On (B)(6) 2025, another surgery was performed for left femur removal of hardware, revision of im nailing. Post-operative follow-up indicate that the patient appears stable, and imaging showed no loosening or failures at the present time; the fracture alignment remains stable. This report captures the second removal event that occurred on (B)(6) 2025. The first removal event that occurred on (B)(6) 2025, is captured on related complaint (B)(4). The third removal event that occurred on (B)(6) 2025, is captured on related complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.045.781s-us. Lot number: 916p076. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 03 aug 2022. Manufacturing site: jabil grenchen. Expiry date: 30 jun 2032. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and states that: a. Please specify if there were other clinical findings: (e.g. Non-union, infection, allergic reaction, broken devices, etc.) The fracture was not far enough out to be a nonunion, just a fracture in the process of healing. Intraop cultures were normal. There was one proximal interlocking screw that was broken and one distal interlock that was broken on march 7 xrays. There was the mentioned disengagement of the threaded washer. B. Were laboratory tests taken due to the clinical findings? Yes, we did take intraop cultures that were negative.